Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that starting friday night, every time they urinated, they would get electrical shocks through their whole body. Patient said they have tried changing programs and it would last for a few hours and then comes back. Patient also said they fell on the concrete outside their house about a month ago. Patient had not tried turning stim off to see if it goes away because they were afraid they won't be able to hold their urine. The patient was redirected to their healthcare provider to further address the issue.